Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7164407, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI)#: (B)(4), model number/catalog number: sc-1216, serial number: (B)(6), batch/lot number: 797794, model/catalog description: wavewriter alpha 16 ipg kit, unique identifier (UDI)#: (B)(4), model number/catalog number: sc-4318, batch/lot number: 36188628, model/catalog description: clik x anchor sterile kit, unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient experienced loss of therapy due to the spinal cord stimulator (scs) lead had migrated. The patient underwent a scs lead revision, during the revision procedure the physician accidentally cut the scs lead and tried to retrieve the fractured device, but it was too close to epidural space. The physician decided to abort the revision and sent the patient to a neurosurgeon to retrieve the scs lead and implant a scs paddle. The physician decided to perform a scs explant procedure, and the explanted portion of the device was disposed of by the facility. No further information has been obtained.